Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 55 mg/dl. Reportedly, the customer's basal rate settings required adjustment. The customer consumed carbohydrates to stabilize bg levels.